Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had black screen and no image come through, the issue occurred during inspection for use before the patient room. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a worn-out lock latch on the video connector, which caused a loss of image when the scope end connector was wiggled. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.